Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. This report represents 8 of 11 allegations involving episodes of unresponsiveness reportedly related to hypoglycemia. The patient stated that all eleven events shared similar characteristics but occurred on different dates approximately seven years ago. During the reported events, the patient stated that he became unresponsive and required ems/paramedic intervention. The patient was unable to recall his blood glucose (bg) value at the time of the event and could not remember what, if anything, was displayed on his continuous glucose monitoring (cgm) device. However, he verbally alleged that the incident was related to a dexcom device. According to the patient, ems personnel verified blood glucose readings upon arrival. Emergency services were typically contacted either by his girlfriend or by other individuals present at the location of the episode. Due to the passage of nearly seven years, the patient was unable to recall additional details, including specific emergency interventions or medical treatment. Regarding related incidents, the patient could not recall the exact nature of any prior issue experienced with dexcom devices; however, he verbally alleged that a dexcom malfunction contributed to his unresponsiveness. Multiple attempts to contact the reporter were unsuccessful, and no further medical or device-related details were obtained. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This report represents 8 of 11 allegations involving episodes of unresponsiveness reportedly related to hypoglycemia. Please see the following related complaint records: (B)(4).